Event description:
According to the reporter, during an inguinal hernia repair, the stapler load jammed and was unable to fire. A new stapler was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.